Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for ipg end of life (eol) was not confirmed. The ipg communicated with the lab patient programmer and charged normally with lab charging system. Autotest was performed to ensure ipg electrical parameters were within specifications. The ucod portion of autotest failed due to no output on channel 8. X-ray analysis revealed a broken feed through wire for channel 8 which is consistent with damage occurring during the explant procedure and is not related to the reported event of ipg failure to communicate due to eol.